Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies which would contribute to the reported device loosening. The investigation could not verify or draw any conclusions about the reported device loosening. Provided information stated the patient had a plate and screws in the femur/distal previously, which could be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised to address loosening of femoral component and porous stem.